Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of the 7f exoseal vascular closure device (vcd) did not change color. After removing the device, it was found that the guidewire loop had not deployed properly. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, and prepared according to the instructions for use (IFU), with no abnormalities noted prior to use. A retrograde approach was used, and a 7f-11cm short sheath from terumo was selected. The femoral artery¿s suitability, including insertion angle, was confirmed by angiography. The vessel diameter was =5 mm, and there was no visible calcium, plaque, stents, or stenosis >50% near the puncture site. No resistance or excess force was encountered, and the device was connected without difficulty. Procedural steps were followed, including audible click and observation of pulsatile flow, but the indicator window did not change to solid black. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position, and the indicator wire was found not deployed. No csi was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis a kink was observed to be present on the delivery shaft during this analysis, located 2 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results obtained were within specification. An attempt to perform a deployment simulation evaluation was performed; however, it could not be fully performed, as the kinked portion of the delivery shaft compromised the indicator wire deployment mechanism. The reported event of "indicator wire deployment difficulty" could not be evaluated through analysis of the returned device as a kink was observed on the delivery shaft which impeded testing of the indicator wire deployment mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, the kink observed on the delivery shaft may have also led to issues with the proper functioning of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of the 7f exoseal vascular closure device (vcd) did not change color. After removing the device, it was found that the guidewire loop had not deployed properly. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The exoseal vascular closure device (vcd) was stored, inspected, and prepared according to the instructions for use (IFU), with no abnormalities noted prior to use. A retrograde approach was used, and a 7f-11cm short sheath from terumo was selected. The femoral artery¿s suitability, including insertion angle, was confirmed by angiography. The vessel diameter was =5 mm, and there was no visible calcium, plaque, stents, or stenosis >50% near the puncture site. No resistance or excess force was encountered, and the device was connected without difficulty. Procedural steps were followed, including audible click and observation of pulsatile flow, but the indicator window did not change to solid black. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of the 7f exoseal vascular closure device (vcd) did not change color. After removing the device, it was found that the guidewire loop had not deployed properly. There was no reported injury to the patient. The device will be returned for evaluation.